Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2008. During the procedure, the surgeon started with the hysteroscopy. The uterus sounded to seven centimeters. The surgeon carried on with the laparoscopy, drained a cyst, and did a sterilization. The uterus was thoroughly examined. The surgeon primed the balloon catheter and inflated the balloon approximately three to four times to stabilize pressure. The pressure stabilized on approx 183 mmhg with approximately twenty to twenty-five cubic centimeters of dextrose. The preheating was started and the pressure dropped to approx 120mmhg. The surgeon waited until eighty seven degrees was reached and inflated the balloon furthermore with ten cubic centimeters of fluid and the pressure kept on dropping. The uterus was examined with a camera to establish if the uterus was perforated and all was found to be intact. The balloon was inflated, under vision, with another ten cubic centimeters of fluid and the uterus ruptured. The generator alarmed and the procedure was abandoned. The uterus bled. The surgeon did a laparotomy to suture the uterus and examined for other damage. A drain was inserted. The surgeon suspects that too much fluid was used which caused the uterus to rupture. The surgical assistant reported that the uterus had a strange feeling to it while suturing it. Later that day, the patient requested to go home. The surgeon rejected the request as blood was coming from the drain. A hysterectomy is being considered but will be decided at a later stage.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.